Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings issue. No additional information was provided and troubleshooting was unable to be completed. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 01/07/2016-product analysis: the device was returned and evaluated by product analysis on 12/22/2015 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box revealed no related alarms or issues; data from the alleged event date was overwritten due to extended pump use. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm.